Event description:
A physician reported a pt who was originally skin tested in 1995 by another physician with negative results. The pt has rec'd multiple treatments since that time without adverse reports. On 5 june 1998, the pt was treated in the right upper lip vermilion. On 8 june 1998, the pt was examined by the physician with symptoms of marked swelling of the upper vermilion; (onset date not charted). No med or surgical intervention was prescribed. The treating physician referred the pt to a consulting allergist for treatment of what he believed might be a hypersensitivity to collagen. The consulting physician reported that upon examination of the pt on 12 june 1998, he observed angioedema of the upper lip, facial erythema, and a firm nodular response at the treated area. The consulting physician stated the pt's symptoms appeared after discontinuation (date not provided) of oral prednisone the pt was taking for softening of silicone breast implants. The consulting physician believed the symptoms were a hypersensitivity, and prescribed oral prednisone on 12 june 1998. On 15 june 1998, the pt was examined by the treating physician. The swelling had reduced. On 23 june 1998, the pt returned to treating physician with continued swelling of the upper lip. The physician injected the upper lip with intralesional cortisone.